Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. In addition to the findings already, it was noted that the front panel of the device was cracked and a software upgrade was required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the white balance of the evis exera iii video system center was not working. It was noted that the light source was white during the procedure. Upon inspection and testing of the returned device, it was noted that the printed circuit board failed and there was intermittent distortion of image. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.